Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a patient. The customer reported there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers service technician was unable to duplicate the reported event. The service technician reported review of the ventilator diagnostic log history noted an occurrence of a data acquisition pcba adc reference failure. The service technician replaced the data acquisition pcb board to address the finding. Applicable final testing was completed and passed to operating specifications.